Manufacturer narrative:
The initial MDR 2517506-2017-00884 was filed on 13-dec-2017. Additional information (12-jan-2018): a siemens headquarter support center (hsc) specialist reviewed the instrument data. The customer did not provide details regarding sample handling and pre-analytical conditions. The hsc specialist checked result monitors and determined that there was no indication of a reagent or reagent delivery issue. There were no process errors around the time of event occurrence and there were no sample errors when the data was reviewed. The initial sample was processed and then reloaded for the 2 repeat tests, which means that the initial sample was in a different aliquot than the subsequent repeat tests from the same sample. The hsc specialist suspected that there was fibrin or cellular debris pulled into the aliquot well, which could have caused an issue when being sampled on the initial run. The hsc specialist concluded that the potential cause of the discordant result was due to a pre-analytical sample handling issue. The cause of the discordant, falsely low vancomycin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant vancomycin result. Quality control (qc) was within range. Siemens is investigating the issue.

Event description:
A discordant, falsely low vamcomycin result was obtained on one patient sample on a dimension vista 500 instrument. The initial result was reported to the pharmacist, who questioned it. The sample was repeated on the same instrument in duplicate, resulting higher. The correct results were reported to the pharmacist. There are no reports of patient intervention or adverse health consequences due to the discordant vamcomycin result.